Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The lot number of the device was not identified, but there were no irregularities in the manufacturing records for the past 6 month from the date of purchase. The exact cause of this issue cannot be conclusively determined. Based on the characteristic of the device, it is known that the temperature of the distal end of the device is high during activation or after activation and it caused thermal damage by contacting the device with the tissue. The instruction manual of the subject device already states; warnings: the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section.

Event description:
The subject device was used during a procedure of sigmoid colon. Four days after the procedure, it was found that the ureter of the patient was thermal injured. It was reported that the injury occurred during the procedure. The patient has been 4 operations, 1 drainage, 2 jj stent, 1 nephrostomy. A new implantation of the ureter is in planning. The patient was kept in hospital after the procedure. No further information was reported.